Manufacturer narrative:
The lay user/patient¿s lancing device has been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the lancing device involved with this complaint failed testing. The device was found without the ejector knob, thus, the lancet cannot be ejected. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging a cocking control issue with her onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around (B)(6) 2013. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications; however, the patient reportedly walked and exercised less frequently. A couple days after the start of the alleged issue, the patient claimed she felt symptoms of shaky, blurred vision, weakness and nauseated. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct lancets were being used and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. A replacement lancing device was sent to the patient. This complaint is being reported because the patient claimed she developed symptoms suggestive of a serious injury after not being able to test due to the alleged lancing device issue.